Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead had dislodged and exhibited high thresholds and decreased sensing. During the explant procedure the physician noted that the lead insulation was damaged due to the suture sleeve tie-down being too tight. The lead was replaced.